Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the patient did not recharge and battery was depleted to 0%. Patient called patient services and received a replacement paddle and can now charge. The issue has been resolved and no further actions are needed, and weight is not available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was pain at the ins site. Patient states battery has moved over spine and is painful. Physician office notified-will follow up with more info when possible. The rep mentioned pocket revision.  The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID: 977a160, serial# (B)(6), implanted: (B)(6) 2018. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they have turned the ins off because when she has stimulation on she is getting shocking sensation around the ins and it radiates outward. Pt mentioned she is in severe pain at the ins site. Patient stated she has had problems since last fall 2023 patient stated the bottom of her toes are numb under the toes and she feels like she is walking on marbles. Patient is having a lot of muscle spasms specifically at the implant site. Pt stated she called and got a hold of a representative in (B)(6) 2024 and the representative tried to program the ins but programming brought pt to tears pt mentioned she has seen her primary hcp and they told pt that the ins area appears swollen. The primary hcp did x-rays of shoulder and lumbar back and they think the ins / leads have moved. Patient has an appt with the hcp on (B)(6) 2024 but she cannot wait that long to be seen. Patient service specialist is sending a message to the field about patient call.

Manufacturer narrative:
Continuation of d10: product ID 977a160, serial# (B)(6), implanted: (B)(6) 2018, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted neurostimulator. Patient stated they were having trouble since last fall 2023. Patient reported they saw manufacturer representative (rep) couple times in 2024 an in (B)(6) 2024 and had xray done that confirmed the ins moved and laying on the spine. Patient stated she had the ins reposition on (B)(6) 2024 and since then she is not able to charge the ins. Patient stated they were able to charge the ins before surgery.